Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA indicated the device was not functioning properly. It is known that the device was not used in surgery and there were no injuries. It is not known if medical intervention occurred. There was no add'l info provided.